Manufacturer narrative:
Product information updated. The customer returned strip lot#5gj3d05, which was not in the initial report. Manufacture date updated.

Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 112and 43mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New kit was sent to the customer.